Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. The distributor replaced the proportional valve during a preventive maintenance in march 2021. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
During a routine service log review for a device located in (B)(4), a mallinckrodt employee discovered that a delivery failure alarm had occurred due to a calculated over-delivery of nitric oxide gas. This service log finding meets the criteria of a reportable malfunction. There was no delivery failure alarm complaint or report of patient harm associated with this event.